Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair as the device is out of warranty; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v200 indicating that during set up for patient use, the devices screen flashes. It was reported there was no patient involvement at the time the issue was discovered. The defective device was sent for evaluation and was replaced with another device to be used.

Manufacturer narrative:
E1 reporter phone number - (B)(6).